Manufacturer narrative:
H6: updated. H3: one sample was received. Sample was visually and functionally tested and the customer reported complaint was unable to be confirmed. The sample inflated and deflated without problems. A retrospective review of 12-month period was made for complaints originated related to this issue and one additional complaint (not confirmed) was identified to this part number and lot for ¿a0492 - will not inflate¿ failure mode.

Manufacturer narrative:
E1 -(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff would not inflate. The trach was in the patient when the incident occurred. There was no patient death and no patient injury. There was patient involvement, and no adverse event reported.